Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the junction box had sparked and caught fire.

Manufacturer narrative:
Dealer stated that the only thing that happened was the junction box sparked and caused a fire. The fire was contained under the bed and did not spread to the frame/bedding. A fire extinguisher was used on the bed. The mattress and linens were not damaged. Nothing else was damaged during the incident. They were able to get the patient off and mattress with no damage. When the dealer arrived at the facility, the only thing plugged into the outlet was the bed. It is unknown whether or not it was gfi protected. Additional/updated information was added to reflect the junction box being returned to the manufacturer for evaluation. The result of the evaluation was that the c1 capacitor failed. There was discoloration around the db-9 male connector with melted potting material and exterior housing. However, the internal protective fuse blew, effectively removing power to the device and preventing further escalation. There was no evidence of a significant fire. However, a small localized flame was reported in the complaint near the db-9 connector and cannot be eliminated. The control box housing is comprised of v0 rated material and will self-extinguish once the heat source is removed. Additionally, the motor connectors that plug into the control box had no evidence of discoloration or deformation, further proving that the event was contained to the control box and stopped when the internal fuse blew. The control box mounting location on the foot section of the bed frame showed no signs of discoloration or paint chipping, which would be expected if a heat source were applied. All evidence proves that the bed did not catch on fire and that the event was contained to the control box and stopped when the fuse blew. A CAPA was created to address the snubber capacitors in the junction box failing resulting in smoke and flames exiting the enclosure. It was concluded that there are no deficiencies in the snubber design and that the voltage rating of the capacitor is correct. The root cause of the capacitor failure was due to excessive dv/dt (high voltage spikes) applied across the capacitor.

Event description:
Dealer states the junction box had sparked and caught fire.